Manufacturer narrative:
(B)(4). Covidien has requested the device be returned for analysis. The reporting facility subsequently reported that there was "no malfunction of the equipment". The reporting facility has requested info associated with instructions on alarm change settings. Instructions have been provided by covidien to the reporting facility on (B)(4) 2014. An analysis of the device's trend data analysis has been provided to covidien, and has been analyzed. The analysis shows prior to the event, there was a critical low battery alert and the unit was subsequently plugged into ac and charged. The analysis indicates during the event, there were no failures of the device, including speaker or alarm failures, indicating the unit was functioning correctly. Covidien has requested add'l info associated with the event description and has rec'd confirmation that no add'l info will be provided by the reporting facility; however the device may be released to covidien for analysis. If the device is rec'd, and new info not previously reported is obtained, a supplemental report will be provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that staff walked into a patient's room and found he was not breathing. The patient was revived. It was alleged that the pulse oximeter did not alarm. Subsequent info provided by the reporting facility confirmed that the equipment did not malfunction.